Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the buttons were stick. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had grinding noises during rewind. Insulin pump had no delivery alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad/sticking assembly. No unlocked j2/lcd keypad connector. Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery or occlusion alarm noted. No unexpected rewind anomalies noted. No unexpected low battery anomalies noted. The motor was tested outside of the device and passed. Device received with cracked case at the display window corners and cracked lcd window. (B)(4).